Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least five (5) amia automated pd cycler sets were damaged which resulted in a leak. The damaged cassettes were discovered during peritoneal dialysis therapy. The leak was further described as ¿fluid was spilling out¿ when opening the door of the machine. The nurse stated that the corner of the cassette sheeting was "lifted off". The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection was performed and found the cassette sheeting was peeled back on the three-port side of the cassette. The cassette had fluid droplets in the tubing pieces and within the cassette. The reported condition was verified. The cause of the leak was determined to be due to the thermoform process of welding the cassette sheeting to the cassette mold during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.